Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to moisture. The customer states their pump went blank. The customer's blood glucose level at the time of incident was unknown. The customer states the pump was exposed to rain water. The customer states the pump was vibrating without an alarm or alert. The customer was advised the pump would be replaced and returned for analysis.